Event description:
It was reported that the left ventricular (lv) lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d234trk, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2009; 4574, implantable pacing lead, implanted: (B)(6) 2009; 6944, implantable tachy lead, implanted: (B)(6) 2009. (B)(4).